Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system was implanted on (B)(6) 2025. Two weeks post-procedure, the patient began vomiting. They were prescribed medication; however, their symptoms of vomiting and abdominal discomfort did not improve. The physician performed an endoscopy procedure on (B)(6) 2025, which showed the balloon was hyperinflated and the balloon was explanted. There were no patient complications as a result of this event. Note: methylene blue was used to fill the balloon. The instructions for use (IFU) indicate that the igb is placed in the stomach and filled with sterile saline.

Manufacturer narrative:
Block h6 device code a1406 is being used to capture the reportable event of balloon spontaneous inflation. Impact code f2202 is being used to capture the reportable event of endoscopic procedure.

Manufacturer narrative:
Block h6 device code a1406 is being used to capture the reportable event of balloon spontaneous inflation. Impact code f2202 is being used to capture the reportable event of endoscopic procedure. Impact code f2203 is being used to capture the reportable event of imaging required. Block h11 the device was not returned for analysis; however, the customer provided pictures. A media inspection was performed, and it was observed that the balloon was blue in color. Additionally, an x-ray image was provided, which showed a line indicating the presence of air in the balloon. The reported events of balloon spontaneous inflation and use of device issue - user error were confirmed. Based on all the compiled information, the most probable cause is determined to be a known inherent risk of the device, as the events reported are known, documented in the labeling, and all reasonable precautions were taken. A labeling review was performed and found evidence to suggest the device was used in a manner inconsistent with the labelled indications. It was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU), the igb is placed in the stomach and filled with sterile saline.

Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system was implanted on (B)(6) 2024. Two weeks post-procedure, the patient began vomiting. They were prescribed medication; however, their symptoms of vomiting and abdominal discomfort did not improve. The physician performed an endoscopy procedure on (B)(6) 2025, which showed the balloon was hyperinflated and the balloon was explanted. There were no patient complications as a result of this event. Note: methylene blue was used to fill the balloon. The instructions for use (IFU) indicate that the igb is placed in the stomach and filled with sterile saline.

Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system was implanted on (B)(6) 2024. Two weeks post-procedure, the patient began vomiting. They were prescribed medication; however, their symptoms of vomiting and abdominal discomfort did not improve. The physician performed an endoscopy procedure on (B)(6) 2025, which showed the balloon was hyperinflated and the balloon was explanted. There were no patient complications as a result of this event. Note: methylene blue was used to fill the balloon. The instructions for use (IFU) indicate that the igb is placed in the stomach and filled with sterile saline. Based on additional information received on august 05, 2025: it was reported to boston scientific corporation that a bib intragastric balloon system placement procedure was performed on an unknown date. The patient experienced vomiting and abdominal discomfort. An abdominal x-ray was performed and confirmed the balloon was hyperinflated. A balloon removal procedure was performed, and a new balloon was placed on (B)(6) 2025. There were no patient complications reported as a result of this event. Note: methylene blue was used to fill the balloon. The instructions for use (IFU) indicate that the igb is placed in the stomach and filled with sterile saline.

Manufacturer narrative:
Block h6 device code a1406 is being used to capture the reportable event of balloon spontaneous inflation. Impact code f2202 is being used to capture the reportable event of endoscopic procedure. Impact code f2203 is being used to capture the reportable event of imaging required. Block h11 the device was not returned for analysis; however, the customer provided pictures. A media inspection was performed, and it was observed that the balloon was blue in color. Additionally, an x-ray image was provided, which showed a line indicating the presence of air in the balloon. The reported events of balloon spontaneous inflation and use of device issue - user error were confirmed. Based on all the compiled information, the most probable cause is determined to be a known inherent risk of the device, as the events reported are known, documented in the labeling, and all reasonable precautions were taken. A labeling review was performed and found evidence to suggest the device was used in a manner inconsistent with the labelled indications. It was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU), the igb is placed in the stomach and filled with sterile saline. Based on additional information received on august 05, 2025: b5 updated. D4 updated. D6a and d6b updated.

Manufacturer narrative:
Block h6 device code a1406 is being used to capture the reportable event of balloon spontaneous inflation. Impact code f2202 is being used to capture the reportable event of endoscopic procedure. Impact code f2203 is being used to capture the reportable event of imaging required. Block h11 the returned orbera balloon was analyzed. A visual inspection was performed. The device was returned deflated where it can be observed that the balloon-colored blue. Additionally, during the visual inspection is possible identify a huge hole in the balloon (torn longitudinal). For these reasons, the reported event of "balloon spontaneous inflation" can be confirmed. Based on all the gathered information, the selected probable cause is known inherent risk of the device, as the adverse events are known, documented in the labeling, and all reasonable steps have been taken to mitigate them (including both short- and long-term known complications or adverse reactions). A review of the product labeling revealed that the device was used in a manner inconsistent with the labeled indications. According to the instructions for use (IFU), the igb is placed in the stomach and filled with sterile saline. The IFU contains detailed device information and usage instructions, and there is no evidence of any issues with the translation, wording, or graphics of the IFU or labeling.

Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system was implanted on (B)(6) 2024. Two weeks post-procedure, the patient began vomiting. They were prescribed medication; however, their symptoms of vomiting and abdominal discomfort did not improve. The physician performed an endoscopy procedure on (B)(6) 2025, which showed the balloon was hyperinflated and the balloon was explanted. There were no patient complications as a result of this event. Note: methylene blue was used to fill the balloon. The instructions for use (IFU) indicate that the igb is placed in the stomach and filled with sterile saline. Based on additional information received on august 05, 2025: it was reported to boston scientific corporation that a bib intragastric balloon system placement procedure was performed on an unknown date. The patient experienced vomiting and abdominal discomfort. An abdominal x-ray was performed and confirmed the balloon was hyperinflated. A balloon removal procedure was performed, and a new balloon was placed on (B)(6) 2025. There were no patient complications reported as a result of this event. Note: methylene blue was used to fill the balloon. The instructions for use (IFU) indicate that the igb is placed in the stomach and filled with sterile saline.